Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the tip clamp sleeves stuck in the up position in the reported problem area of the pipettor assembly. The sleeve was removed and the compression spring was also stuck in the up position. The plunger clamp lld contact replaced. The insturment was tested without further problem, and returned to service